Event description:
The customer obtained back to back results of 299 vs. 92 on the va's professional meter and 458 mg/dl vs. 82 mg/dl on the paramedic's meter. Controls were not run. Replacement was sent.

Manufacturer narrative:
The suspect meter was kept by the va medical center. The strips were thrown away.